Event description:
It was reported the switch remained on the "on" position. Co's inspection revealed that the spring was out of position. The case has recently been changed to minimize this problem. Remedial action has been accomplished. No deaths or injuries were reported. This event is not considered reportable under 21 cfr 803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.